Event description:
It was reported that after the doctor¿s check of the proper set up of the probe, he noticed that the balloon of the probe does not remain inflated! The balloon of the robe was pierced. Extubating and intubation with another tube. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.